Event description:
Due to positive stress test, the pt underwent the index procedure with deployment of two endeavor sprint rapid exchange (rx) drug eluting stents in the proximal circumflex artery. Post stent deployment residual stenosis was 0%. On the same day, the pt received a peri procedural loading dose of clopidogrel, 600 mg, the pt had a coronary artery dissection on the same day as stent implant. No details were provided regarding the event but the event was resolved on the same day. One day post index procedure, the pt began 75 mg clopidogrel dosing and 81 mg aspirin dosing and was discharged from the hospital. No add'l info was provided. In the investigator's opinion, the event of coronary artery dissection was considered moderate in intensity, not related to the study medication, not related to the study device and probably related to the study procedure.

Manufacturer narrative:
(B)(4): eval results: (dissection).